Manufacturer narrative:
Additional information provided indicated that the serial number of the lens for the right eye (od) is (B)(4). The following fields were updated accordingly: catalog #: zxt225i210. Serial #: (B)(4). Unique identifier (UDI#): (B)(4). Expiration date: 2/20/2020. Device manufacture date: 2/20/2015. Device evaluation: the device was not returned at the manufacturing site (the lens remains implanted); therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in the complaints system revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided serial#: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. Initial reporter phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will not be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
At recent routine examinations of at about 12 months postop, a patient was reported to have had an apparent hyperopic shift of refraction. The patient had been initially postop, plano in his distance/dominant eye and -0.75d in his near/non-dominant eye. At routine examination about 12 months later (so at some stage within the past 2-3 months) the distance/plano eye had been measured as +0.25 of +0.50d refraction and the near/-0.75d eye as plano. Reportedly, a "top up/piggyback" iol is planned for the near eye, in the near future, to render it myopic. It was noted that this patient had had no prior eye surgery or any significant ocular conditions other than cataract, at the time of his cataract surgery. (B)(6) 2016: unaided visual acuity (va) right(r) eye 6/9 and left(l) eye 6/9: macular clear r & l. No previous ocular history. Right intraocular lens (iol): +21.00 zxt225 (plano target). Left intraocular lens (iol): +22.00 zxr00 (-0.50 to -0.75 target). Uneventful cataract surgery r and l. (B)(6) 2016 (2 weeks post op review): unaided va r 6/5 and l 6/9, refraction: r -0.25 6/5 and l -1.00/-0.25 x 65 6/5. (B)(6) 2016 (1 month post op review): irritation with eyes and poor ocular surfaces: unaided va r 6/6 and l 6/9, refraction (unstable due to poor ocular surfaces), r +0.50/-0.50 x 95 6/6 and l -0.25 6/7.5, ocular surface management and lubrication. (B)(6) 2017 (10 months post op review):little harder to read but distance and intermediate good: unaided va r 6/5 and l 6/5-3, refraction r +0.50/-0.25 x 90 6/5 and l plano/-0.50 x 75 6/5. (B)(6) 2018 (18 months post op review): unaided va r 6/6 and l 6/5 r n12 and l n8 (+1.00d reads n4 comfortably): refraction r +0.50/-0.25 x 75 6/6 and l -0.50/-0.25 x 77 6/6. (B)(6) 2018 (24 months post symfony + 1-month post top up le for extra reading): unaided va r 6/6 and l 6/9, reading n6 @ 46cm and n10 @ 63 with ease both eyes (ou), refraction l -0.25/-1.00 x 73 6/5. (B)(6) 2019 (30-months post symfony + 7 months post top up le for extra reading): unaided va r 6/6 l 6/09, refraction r +0.50/-0.25 x 90 6/6 and l -0.50/-0.25 x 9 6/6, macular clear r and l, at this point we decided to fix the hyperopia on the right eye trial him with +0.75 d biofinity and he can see clearer with the distance vision on the right eye. Reportedly, the plan is to book the patient for right top up later in july and then l top up for more reading if the patient wants to. No further information was provided. The patient had bilateral lens implants and this report pertains to the right eye (od) of the patient. A separate report will be submitted for the left eye (os) of the patient.